Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A bipap a40 pro device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use.